Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in-clinic for an explant procedure. Prior examination by the physician had revealed infection. A culture was taken on (B)(6) 2021, but the results are unknown. The patient's implantable cardioverter defibrillator was explanted on (B)(6) 2021. The patient was stable throughout and no symptoms were reported.